Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this pacemaker and associated non-boston scientific right ventricular (rv) lead experienced shortness of breath and dizziness. These symptoms started after the routine device replacement procedure in november 2020. A holter monitor was performed and pauses in pacing of six seconds were observed. A lead replacement was planned. During the procedure, a new right ventricular (rv) lead was implanted but intermittent loss of capture was observed with the chronic device so a new non-boston scientific pacemaker was connected to the new rv lead and chronic non-boston scientific right atrial (ra) lead. No further loss of capture was observed and lead values were normal. The explanted pacemaker was expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker and associated non-boston scientific right ventricular (rv) lead experienced shortness of breath and dizziness. These symptoms started after the routine device replacement procedure in (B)(6) 2020. A holter monitor was performed and pauses in pacing of six seconds were observed. A lead replacement was planned. During the procedure, a new right ventricular (rv) lead was implanted but intermittent loss of capture was observed with the chronic device so a new non-boston scientific pacemaker was connected to the new rv lead and chronic non-boston scientific right atrial (ra) lead. No further loss of capture was observed and lead values were normal. The explanted pacemaker was expected to be returned for analysis.